Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary # (B)(4) - the full lead was returned in segments and analyzed. Primary analysis finding noted the lead fixation was distorted (extrinsic) with helix bent. The lead¿s distal end/electrodes were covered with blood. The lead cable/coil conductor was distorted (extrinsic) with defib-svc-exposed coil was kinked/buckled. Visual analysis noted the lead was damaged at implant. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the right ventricular (rv) lead had trouble extending and retracting the helix. It took 30 turns in and out. Placement of the lead was reattempted but the helix would not extend and it was very difficult to advance the stylet. The physician was concerned about damage to the proximal end of the distal rv coil. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.